Event description:
Per the clinic, the patient experienced non-auditory stimulation resulting in loss of benefit; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. Reimplantation is planned but had not taken place at the time of this report. This report is filed january 10, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.